Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device on critical override. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was on critical override mode. The technical support specialist reported that the c: drive was full due to structured query language dump files, and the database (db) was in suspect mode. The tss deleted the db and deployed a fresh one. The tss attempted desynchronization, but it failed as the service didn¿t start on reboot. The fst reimaged the device which resolved the issue. The tss reached out the product support engineer (pse) to assist with a wrong string value. The pse verified that the issue appeared to be corruption in the snapshot files, as a later sync attempt completed successfully. The device remained stable and functional. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device on critical override. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.